Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending section cover was leaking. The light cover glasses were cracked. The adhesive around the lenses was pitted. The distal end adhesive was lifting. The insertion tube had mechanical damage. The protector was split. The aspiration housing colored ring was worn. The identity badge was missing. The switch had a hole in the button. The light guide tube was separating. The scope connector had excessive fluid ingress. The angle was not to specification and the knobs had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during maintenance, the evis lucera elite colonovideoscope had failed the leak test. Bubbles were coming out of the distal end. The device had been used in a procedure; however, the device did not fail during a procedure. No patient harm reported. During the evaluation of the device, it was noted foreign debris (white fibrous material) was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign debris (white fibrous material) was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: nozzle was clogged with foreign material due to the following a) and b): a) cleaning brush got broken when brushing a/w (air / water) valve. Then its bristle entered a/w channel and was caught in the nozzle. B) the user used cloth such as gauze, from which lint comes off, for reprocessing. Then lint got into the channel, causing the nozzle to be clogged. The above presumption was based on the following information: - the nozzle was clogged with white fibrous material. - the material did not originate from olympus device IFU states as follows: - check cleaning brush for loose or missing bristles. - all cloths used in reprocessing are recommended to be lint-free. - when gauze from which lint comes off is used, there is the potential for lint or cloth fibers to lodge in air/water channel or become trapped in a/w nozzle. - clean the external surface of device with lint free gauze or the like. - cleaning brush is consumable. Repeated use may cause the brush head to come off during use. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function the user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: ·reprocessing manual_ function and inspection of the accessories for reprocessing -channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. -channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. -single use combination cleaning brush (bw-412t) -check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. -caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. ·manually cleaning the endoscope and accessories -clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. Olympus will continue to monitor the field performance of this device.